Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user called in to due to receiving an alert 38. Agent verified patient's ilet was charged over 50%. After agent had patient restart the ilet, agent had patient rewind and disconnect the previous supplies and complete a dry run successfully until passing 120 units during fill tubing sequence, without any alerts or "unable to proceed" message coming up. Agent then advised patient to rewind ilet again and reconnect all new supplies from a different supply box, if possible, in case it was an issue with the previous supplies, and resume insulin delivery after full supply change. Patient did not report any symptoms and there was no outside medical intervention or assistance required. Patient will continue to monitor on their own and call back if any further assistance is needed. Patient had no further questions.